Manufacturer narrative:
The device with the lens was returned. The plunger was not returned. Inadequate viscoelastic is observed in the device. There is no viscoelastic in the nozzle or the tip. The lens is in the loading area. The leading haptic tip is broken-still attached. The trailing haptic is folded in toward the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. The device was returned with plunger removed and the lens still in the loading area. One haptic is damaged. The root cause for the observed damage and the reported events appears to be related to a failure to follow the dfu. Viscoelastic was only observed on the lens in the loading area. There was no viscoelastic in the nozzle or the tip of the device. The dfu instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. An override cannot be confirmed because the plunger was not returned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported a damaged intraocular lens (iol) in a preloaded delivery system. The lens 'did not get out of the injector'. Additional information was requested.